Manufacturer narrative:
Submit date: 09/09/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage, it was found that the unit over/under delivered.

Manufacturer narrative:
Submit date: 02/15/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of the unit over/under delivers. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. It was reported to covidien on (b)(64) 2016 that an issue occurred with an enteral feeding pump. Upon triage, it was found that the unit over/under delivered. Updated as the malfunction was reported by the customer.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports that the unit over/under delivered.